Event description:
Incision enlarged. Malfunction: cannula separated from the hub. The nurse reported the 25 gauge cannula separated from the trocar. The surgeon removed it. The surgeon switched to a 20 gauge cannula to complete the case. The risk manager has quarantined the product for hospital investigation. Add'l info received from the facility states the surgeon placed the 25 gauge trocar cannula into the sclera of the eye. When the surgeon removed the trocar the hub of the cannula detached. The tube of the cannula remained in the scleral opening, but there was nothing to anchor it in place because the hub detached. The surgeon enlarged the incision and retrieved the hub and cannula. The surgeon converted to a 20 gauge product and completed the case. No pt injury was reported.

Manufacturer narrative:
The customer did not return the sample for eval. The device history records were reviewed. The lots were released according to alcon's acceptance criteria. The root cause cannot be determined in this investigation. (B) (4)